Event description:
It was reported that in the ivus diagnosis, plaque was observed in the opposite direction of the lcx, and no plaque was seen in the direction of the lcx. The lcx was cut at 20 psi in error, and a fistula occurred in the vein. An attempt was made to use a perfusion balloon to treat the bleeding, but once the balloon was used, it occluded the flow for the lcx. The procedure was aborted. The patient was observed, but no decrease of blood pressure was observed. The patient was later discharged.